Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-05657. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. The physician placed a kinetix guide wire and predilated with a 2.5x12mm maverick2 balloon. The physician attempted to place a 3.00x12mm promus stent, but was unable to cross the lesion. The physician pulled the stent back and noticed a vessel dissection. Then the physician attempted to place a choice pt guide wire into the circumflex for support but ¿it did not work¿. Everything was removed. The physician successfully implanted a 2.75x12mm veriflex stent over the lesion, with no harm to the patient. The patient¿s status is good.